Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Vessel morphology is unknown. It was reported that the aneurysm neck was short. Approximately 1 year post-implant, it was reported that a computerized tomography (CT) scan demonstrated the presence of an endoleak. Angiography revealed that the stent graft migrated about 1 cm, and two aortic cuffs were implanted on 2001 with successful exclusion of the aneurysm. A f/u exam on 1/2002 revealed no evidence of endoleak, no migration, and no increase in aneurysm size. The pt reported no symptoms. The pt died suddenly on 7/2002. The physician stated that the death was not related to the aneurysm.